Event description:
The complaint is reported as: part of the peelaway sheath broke off in the patient's subcutaneous tissue upon removal. The piece of sheath has remained in the patient's arm since the insertion on 28-january. Removal of the sheath piece was to take place yesterday or today 18-february by cut down of the subcutaneous tissues at the insertion site. The piece was not actually in the vessel. The patient's condition is reported as fine.

Manufacturer narrative:
(B)(4).

Event description:
The complaint is reported as: part of the peel away sheath broke off in the patient's subcutaneous tissue upon removal. The piece of sheath has remained in the patient's arm since the insertion on (B)(6). Removal of the sheath piece was to take place yesterday or today on (B)(6) by cut down of the subcutaneous tissues at the insertion site. The piece was not actually in the vessel. The patient's condition is reported as fine.

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as it was reported that the sample is not available for return. A device history record review was performed, and a relevant finding was identified. A non-conformance was initiated for batch: 34c21j0107 to address the issue of a damaged sheath body. Despite this, it cannot be confirmed if the two issues are linked without the sample or an image to confirm the reported damage. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.